Event description:
Additional information later reported the hcp was contacted for additional information regarding the event and did not want to provide additional information.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The patient reported they are wanting to move her pump up. Per the patient she can lift it up and move it over and they are going to move it up higher in her abdomen because it is laying on her pelvic area and causing pain. Per the patient it had been going on for about a year now. The patient also indicated that ¿sometimes they put nausea medicine in it [the pump]". The pump was used to deliver morphine. Additional information later reported the patient needed an MRI of her body. The patient has ¿4 aneurysms¿ and that the patient¿s spine ¿hurts¿ a lot. The patient stated that the pump was helping with her pain in the back but the spine issue is something else. The patient was taking fentanyl patches and oral dilaudid for her pain. Additional information has been requested, but had not been received as of the date of this report.